Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and hospitalization due to low blood glucose on (B)(6) 2017 with blood glucose of 48 mg/dl at the time of the incident. The customer was at 120 mg/dl at the time of the call. The customer did not provide further details for this event date. The customer was presumably wearing the insulin pump during the incident, as they are trying to get continuous glucose monitoring added to their therapy. Troubleshooting was not completed for this event. The customer stated that they get a lot of lows. The insulin pump will not be returned for analysis.